Event description:
It was reported that this implantable pacemaker was surgically explanted for an unspecified reason. A new boston scientific product implanted successfully. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was surgically explanted for an unspecified reason. A new boston scientific product was implanted successfully. This is all the information provided, and additional information has been requested. Additional information provided the device was explanted for a therapy upgrade only, no malfunction reported. The explanted device will not return for analysis. Outside of surgical intervention, no adverse patient effects were reported.